Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced double vision and problems focusing which was discovered the same day as it was implanted. The surgeon's opinion the axis was off for the iol. The surgeon was rotated the iol. Also the patient had prk (photorefractive keratectomy) procedure. The iol was exchanged for another lens model 5 months following the initial implant procedure. There was no patient harm reported and symptoms were resolved.

Manufacturer narrative:
The lens was returned wrapped in surgical gauzes. Solution was dried on the lens. The lens was cut into multiple pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer indicated the use of qualified associated products. Information was provided that the company model (2.25cyl), 17.0 diopter (add power +2.2/+3.2) lens was replaced with a company (2.25cyl), 17.5 diopter, (1.5 extended depth of focus) lens with a clinical reason for the exchange of "diplopia." Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Additional information was provided by a facility representative that in the surgeon's opinion, the axis was off for the iol. Facility representative also reported there was no patient harm and the patient's issue have resolved since the lens exchange. The manufacturer internal reference number is: (B)(4).